Event description:
A (B)(6) y/o (B)(6) american female with history of dm2 who is participating in a diabetes medication clinical trial (grade) who developed an apparent severe local contact dermatitis at the site of placement of her libre continuous glucometer (cgm). Simultaneously, she had multiple recordings of hypoglycemia which she reported were asymptomatic. Per the study protocol, the cgm readings were 'blind' to both the pt and were reported to study staff at a later time. The cgm was placed on (B)(6) 2019 on the right upper outer arm where there was notably an adjacent skin tatoo. The rn noted that the tatoo did have several areas of raised but non-inflamed skin mostly in the areas with red link. The cgm was placed in an area without tatoo ink. On (B)(6) 2019 the pt was seen at her scheduled f/u visit and reported that she had removed the adhesive and filament one day prior due to a pruritic rash. She had subsequently self treated with neosporin ointment. On exam there was a raised, erythematous papular rash with weeping and reported severe pruritis on the exact shape and size of the square (approx 4 x 4cm) adhesive 'griff grips' and a raised red ring immediately surrounding the filament entry to the subcutaneous space. Two days later on re-exam, the rash persisted despite. Pmhs: type 2 diabetes mellitus, migraine, anxiety - depression, seasonal allergy, allergies: penicillins (skin rash), clindamycin (skin rash), cortisone and hydrocortisone (skin rash), omeprazole (skin rash), hydrocodone - acetaminophen (not specified), hmg-coa reductase inhibitors (suicidal ideation). No alcohol or tobacco use.